Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced suspected peritonitis manifested by cloudy effluent coincident with continuous ambulatory peritoneal dialysis therapy. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. Treatment information and patient outcome were not reported. Action taken with therapy was unknown. Additional information was requested but is not available. This is report 1 of 3 involved in this event.